Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, a broken belt clip slot, a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a blank display after changing their battery. It was also found the insulin pump was alarming and vibrating with a blank display. Customer reported the insulin pump was exposed to moisture in the past. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.